Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A user facility peritoneal dialysis nurse (pdrn) reported to technical support that the screen of a liberty select cycler went blank during power up. The cycler was plugged into the socket. The ok and stop keys were on, however the screen remained blank. At that point in time, the technical support representative advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that the patient completed treatment following the event with no adverse events. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.